Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was returned with the jaws in the closed position. The trigger was slightly push back to re-open the jaws, then the device fired two conforming clips and ejected 13 clips as the jaw ramp on the left side broke off. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported by the affiliate that during a gall bladder procedure, broken applier. The surgeon used another like device to complete the case. There were no adverse consequences to the patient. One device returning.